Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed their bg with a manual injection. Customer reverted to an alternate method of insulin therapy.